Manufacturer narrative:
The cable was returned for analysis. Testing was unable to be performed due to the cable being cut by the site. Functional testing could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not starting up properly. It was reported that the system was stuck in the connecting the viewing station of the imaging system to the main system phase of start up. There was no patient present when this issue was identified. No additional information was provided.